Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: leakage occurred from the anastomosis back wall postoperatively. Patient was bought back for reoperation and what an ileostomy. There was no unanticipated blood loss greater than 500cc. There was no reinforcement material used. The patient required additional hospital stay. There was no unanticipated tissue damage.